Manufacturer narrative:
On 11-sep-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with soundstar eco 8fg ultrasound catheter. The catheter was stuck in a deflected position the physician had difficulty deflecting the soundstar catheter while in the patient. They did not do any troubleshooting, they continued using the catheter, there were no errors on the carto 3 system or the ultrasound machine, the images were clear. When the catheter was removed from the patient the deflection mechanism was stuck in position and not deflecting anymore. They were able to complete the case. The catheter was stuck in a deflected position but the very far end of the catheter would move slightly. Right under that portion that could move slightly was where it was stuck deflected. The very distal end would move slightly but below that was stuck deflected. The knob was still able to be turned and/or pushed up and down. There was no difficult in removing the catheter. The stuck deflection is MDR-reportable.

Manufacturer narrative:
On 5-oct-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with soundstar eco 8fg ultrasound catheter. The catheter was stuck in a deflected position. The physician had difficulty deflecting the soundstar catheter while in the patient. They did not do any troubleshooting, they continued using the catheter, there were no errors on the carto 3 system or the ultrasound machine, the images were clear. When the catheter was removed from the patient the deflection mechanism was stuck in position and not deflecting anymore. They were able to complete the case. Device evaluation details: the soundstar device was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. The device was visually inspected and it was found soundstar shaft bent . At this time is not possible to determine the root cause of this condition, however based on the information provided, the condition reported have origin in some place external to the manufacturing environment. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. A manufacturing record evaluation was performed for the finished device g9199085 number, and no internal action was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).